Event description:
It was reported by the customer that on (B)(6) 2010 the fiber end fired and an aiming beam fired straight at 119,000 joules. The physician cancelled this case after this fiber failed. No patient injury was reported. The device was not returned for eval.